Event description:
It was reported that the tip on the unit broke off during a case. It was further reported that the case was delayed and the pt may have retained the broken piece.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.